Manufacturer narrative:
As reported, while using a 6f .070 jr4 vista brite tip guiding catheter, cracks were discovered at the plastic hub during the product prep step. The user attempted to prepare the product by injecting saline into the device but saline leaked from cracked part, so could not be used. No patient injuries were reported. The device was used during a percutaneous coronary intervention using a retrograde approach. The physician was being trained on its use. One non-sterile ¿6f .070 jr 4 100cm¿ unit was received for analysis. During visual inspection, the guiding catheter had a kinked/bent section located approximately 12.0 cm from the distal tip. No apparent damages or cracks were observed on the hub during the visual analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. During microscopic examination, a crack was observed on the top of the luer hub. Prolongation of the crack was observed along the luer hub body. Sem analysis was performed on the damaged area of the hub and presented evidence of plastic deformation along with fatigue striation patterns on the border of the separated wall. The reported "luer hub-cracked" was confirmed. The fatigue striation patterns noted along the cracks are commonly associated with damages caused when resistance properties are overloaded. Storage or handling factors that placed excessive stress on the device may have caused the crack and kinked/bent condition. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, while using 6f .070 jr4 vista brite tip guiding catheter, cracks were discovered at the plastic hub during the product prep step. The user attempted to prepare the product by injecting saline into the device but saline leaked from cracked part, so could not be used. No patient injuries were reported. The device was used during percutaneous coronary intervention procedure using a retrograde approach, and the physician was being trained on its use. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using 6f .070 jr4 vista brite tip guiding catheter, cracks were discovered at the plastic hub during the product prep step. The user attempted to prepare the product by injecting saline into the device but saline leaked from cracked part, so could not be used. No patient injuries were reported. The device was used during percutaneous coronary intervention procedure using a retrograde approach, and the physician was being trained on its use. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.